Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing, as the belt was unable to properly communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a german patient's electrode belt and reported that the belt was causing false asystole events.